Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 414 mg/dl and a correction bolus was delivered to address the bg level. During trouble shooting with tandem technical support, air bubbles were noted in the infusion set tubing. The customer changed the supplies on the pump and resumed insulin delivery.